Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave hybrid type b plug intra-aortic balloon pump had an autofill failure. There was no patient harm or injury reported.